Manufacturer narrative:
Medical device: model number/catalog number 72400098, serial number (B)(4), batch/lot number 809736012, gtin (B)(4), model/catalog description control pump fgs iz, expiration date 01/11/2018, device manufacturer date 01/14/2013. Model number/catalog number 72400024, serial number (B)(4), batch/lot number 852564008, gtin (B)(4), model/catalog description balloon fgs 61-70 cm, expiration date 10/14/2018, device manufacturer date 10/28/2013.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to deterioration. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device was hard to inflate or deflate the device as the device was old. The onset of the event was 2 weeks ahead of the surgery. The patient outcome was reported as the patient got well.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to deterioration. A new artificial urinary sphincter consisting of a 3.5 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the device was hard to inflate or deflate the device as the device was old. The onset of the event was 2 weeks ahead of the surgery. The patient outcome was reported as the patient got well.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Product analysis revealed a leak at the kink resistant tubing and strain relief junction due to fatigue. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Device information: model number/catalog number: 72400098, serial number: (B)(4), batch/lot number: 809736012, gtin: (B)(4), model/catalog description: control pump fgs iz, expiration date: 01/11/2018, manufacturer date 01/14/2013. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required. Device information: model number/catalog number: 72400024 serial number: (B)(4), batch/lot number: 852564008, gtin: (B)(4), model/catalog description: balloon fgs 61-70 cm, expiration date: 10/14/2018, manufacturer date 10/28/2013. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.